Event description:
An end user called in and stated he noted a red rash like area to the proximal and distal end under the white tape collar. The end use also stated he is experiencing itching from this area.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user stated he uses (B)(6) soap and stomahesive powder on his peristomal skin. The end use also stated he has been applying (B)(6) cream to the red rash like area and has also been laying a wash cloth socked in (B)(6) solution to the area. The end user was educated on crusting with stomahesive powder and protective barrier wipes or water. It was recommended to the end user to try a durahesive skin barrier without taper collar and convex insert. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.